Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed power loss. Customer's blood glucose was 374 mg/dl at the time of incident. The mother stated the customer's blood glucose was high from the insulin pump powering off in the middle of the night. It was found the battery inserted in the insulin pump was not holding a charge. The customer was treated with a bolus and water for their blood glucose. It was also found the customer received a power error detected alarm in the alarm history. Customer was advised to remove the battery for 10 minutes. The mother declined to return the insulin pump for analysis.